Event description:
Received information that the implant was explanted on (B)(6) 2025. The patient's abutment broke while eating. It was not possible to remove the abutment from the implant, so an explant was performed.